Event description:
Updated summary: the customer reported a blood glucose value of 526 mg/dl.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across about where the bottom of the battery compartment is located, keypad overlay starting to peel at the upper right corner, crack in the select keypad button. The pump was received without a battery cap. In summary, the customer¿s report of a cracked case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. Also, the customer reported a crack on the belt clip rail, and the battery case tube side. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with the manual injection/insulin pen and the discontinue use of insulin delivery system. The event involved products mmt-332a, mmt-397a, and mmt-1884l. Troubleshooting was performed for the cosmetic damage, and the crack was impacted the pump's functionality. Troubleshooting was partially performed for high blood glucose, and the customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was used the auto mode feature at the time of the event or not. The customer was stopped using the insulin pump system due to pump/product issue. No further patient complications were reported. No product return is required for mmt-332a and mmt-397a. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.